Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the storage space was failed, and it was unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's drawer 3.1, 3.2 failed and it was unable to recover. The customer also stated that the issue was probably on pyxis bus cable. The field service engineer (fse) resolved the drawer issue by replacing the internal pyxis bus cable. No further repairs were required. The customer tested the drawer and restored functionality. The system functioned as intended after the field service engineer repaired the device.